Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the generator stopped pacing. Analysis did find that the upper and lower cases were broken. It was noted that no battery was returned with the generator, and also that the liquid crystal display flex was replaced due to it having been damaged during repair. (B)(4).

Event description:
It was reported that the external pulse generator stopped pacing while connected to a patient. Though the battery was changed out it did not resolve the situation. The generator was returned for service. Follow-up determined that there were no patient complications associated with this event. Additional information received noted that the patient did go asystole during the incident, however follow-up had determined that there were no further patient complications as a result of this event.